Manufacturer narrative:
Section a1 - patient identifier: patient 1, patient 2. Section a2 - age at time of event: patient 1 = 76 years old, patient 2 = 61 years old. Section a3a - sex: patient 1 = female, patient 2 = male. This report is being filed on an international product, list number 08p32-20 that has a similar product distributed in the us, list number 08p32-21/-31, with 510k/PMA/bla number k052000. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I ca 19-9xr results generated by the alinity I processing module for two patients. It is unknown if the patients have pancreatic cancer. The samples were repeated, and lower results were obtained. The following data was provided: patient 1 (76-year-old female): on (B)(6) 2024, sid (B)(6), initial alinity I ca 19-9xr result = 164.04 u/ml. Repeat results = 2.13 u/ml and < 2.00 u/ml. Patient 2 (61-year-old male): on (B)(6)2024, sid (B)(6), initial alinity I ca 19-9xr result = 64.39 u/ml. Repeat result = 29.87 u/ml . There was no impact to patient management reported.

Event description:
The customer observed falsely elevated alinity I ca 19-9xr results generated by the alinity I processing module for two patients. It is unknown if the patients have pancreatic cancer. The samples were repeated, and lower results were obtained. The following data was provided: patient 1 (76-year-old female): (B)(6)2024 sid (B)(6) initial alinity I ca 19-9xr result = 164.04 u/ml. Repeat results = 2.13 u/ml and < 2.00 u/ml. Patient 2 (61-year-old male): (B)(6)2024 sid (B)(6) initial alinity I ca 19-9xr result = 64.39 u/ml. Repeat result = 29.87 u/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and supported the complaint issue. A review of tracking and trending did identify trends for list number 08p32; however, an increase in complaint activity for lot 66297fp00 was not identified. Additionally, the historical performance of the alinity I ca 19-9xr reagent lot 66297fp00 was evaluated using field data from customers worldwide. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 66297fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 66297fp00. A review of the device history record did not identify any non-conformances or deviations with lot 66297fp00 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified for the alinity I ca 19-9xr reagent, lot number 66297fp00.